Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient came in today for a routine battery and lead replacement. The patient needed to be MRI full body conditionally safe, also their interstim ii battery was depleted and needed to be replaced. The old system was fully removed; both lead and battery. A new lead was implanted connected to a new interstim x battery and then placed into the patient. The lead impedances were then checked before closing began as per normal standard routine practice, but the impedances on electrode zero were high and out of range, greater than 4000. The new lead was disconnected from the new battery and cleaned off with a wet followed by a dry wipe, for a total of four times. Impedances were rechecked with the same result, being electrode zero high and out of range impedance, greater than 4000. Disconnected the lead, wipe the lead with a wet, followed by dry sponge, replace the lead into the battery, then leading battery was placed in the patient¿s battery pocket, and impedances were checked again for a total of four times. The same result was received all four times of high and out of range impedances on electro zero. The lead was fractured, damaged or broken. The surgeon opted to replace the new lead again. The surgeon fully removed the freshly replaced lead that showed the high and out of range impedance on electrode zero. The surgeon replaced it with a new lead. The new lead was then connected to the same battery, and impedances were checked, this time all impedances were within normal range. Post-op, the patient was getting comfortable stimulation on program 4 at 0.9 a. The issue was resolved. The non-implanted lead will be returned for analysis.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.